Event description:
Additional information received reported that the patient went to the healthcare provider (hcp) and met with the rep but it was unknown whether the patient reported anything to the hcp. The patient met with the rep on (B)(6) 2015 and told the patient at that time that the implantable neurostimulator (ins) would not solve the problem and that the issue was deep bone pain and probably needed a pain pump. The rep was going to contact the hcp and call the patient back but never had. The man that was supposed to meet with the patient did not show up. No dates were given.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was not working properly and there was a loss of therapy. It was noted the patient was told by the manufacturer's representative (rep) at implant that the rep would follow-up and check on him, but had not. The patient was still in pain. Unless the patient threw his head all the way back and put his shoulders up, the new ins would not help with the pain. The stimulation change was related to positional movement. It was not working properly because the probe or lead in the patient's back was not put in properly initially. When the old ins was replaced, they did not replace the lead, just the ins. It was noted the managing physician was notified of this issue and the appointment was to be set up by the rep. The rep was contacted. Relevant medical history included spinal pain.